Event description:
"E" was initially received via regulatory authority (food and drug administration, reference number: mw5079780) on 01-oct-2018 this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("excruciating pain") and seizure ("seizerus") in a female patient who had essure (ess205) inserted for contraception. Concomitant products included phenytoin (dilantin). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and seizure (seriousness criteria hospitalization and medically significant). The patient was treated with surgery. Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain and seizure outcome was unknown. The reporter considered pelvic pain and seizure to be related to essure (ess205). The reporter commented: serious injury criterion: hospitalization was reported, but not specified and/or assigned to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5079780) on 01-oct-2018. The most recent information was received on (B)(4) 2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("excruciating pain") and seizure ("seizerus") in a female patient who had essure (ess205) inserted for contraception. Concomitant products included phenytoin (dilantin). On (B)(4) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and seizure (seriousness criteria hospitalization and medically significant). The patient was treated with surgery. Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain and seizure outcome was unknown. The reporter considered pelvic pain and seizure to be related to essure (ess205). The reporter commented: serious injury criterion: hospitalization was reported, but not specified and/or assigned to one of the events. Most recent follow-up information incorporated above includes: on 19-nov-2018: this case was identified as a duplicate of case (B)(4) (MFR number 2951250-2017-05058) and will be deleted from bayer database. All information was transferred to the remaining case. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.